Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to a fall. Additional information was requested but not provided.

Manufacturer narrative:
Section h3: correction. Manufacturer's investigation conclusion: a specific cause, as well as a direct relationship to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient was implanted with heartmate ii lvas, serial number (B)(6) on (B)(6) 2017. It was reported that the patient expired due to a fall on (B)(6) 2020. Multiple attempts to gather additional information was requested; however, none was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017 under order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.